Manufacturer narrative:
(B)(4).

Event description:
It was reported that the shaft coating peeled off. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that the shaft coating of the opticross¿ imaging catheter peeled off. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Corrected: complainant name- corrected from (B)(6) center to (B)(6) hospital. Updated: device evaluated by MFR., eval summary attached, method codes, result codes and conclusion codes device evaluated by MFR: the device was returned for analysis. Visual inspection revealed no visual damages and no issues were found, the device appears to be in good condition. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the shaft coating peeled off. An opticross¿ imaging catheter was selected for use. During the procedure, it was noticed that the shaft coating of the opticross¿ imaging catheter peeled off. The procedure was completed with another of the same opticross¿ imaging catheter. No patient complications were reported.